Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. Troubleshooting was performed. It was stated that the customer had flu bug, which caused to raise his glucose level. The caller stated that the customer will be released soon depending on his blood glucose reading. The caller also requested assistance in setting up the temp basal, and she was able to program the insulin pump successfully. No further information was provided.